Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in a car accident in 2016. The patient reported that the healthcare provider (hcp) ¿took all the metal out in back and put new metal in.¿ the patient also reported that their ins quit and was replaced. No further complications are anticipated.